Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally. The lot number of the insertion device was not provided. No adverse event was reported. The insertion device was requested to be returned for product evaluation.